Event description:
It was reported that following an implant procedure, the patient was experiencing right shoulder pain and headaches. The pain was located at the incision sites and headaches disappeared when spinal cord stimulator (scs) was turned off. It was also reported that the patient was experiencing inadequate stimulation due to high impedances on the lead. It was suspected that the symptoms were due to the scs. The patient was prescribed pain medication and underwent a lead replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.